Event description:
The original reporter indicated that the patient experienced a perforation through the posterior gastric wall. Reported that the procedure lasted 5-10 minutes for g-tube insertion. The patient experienced septic shock and need for return to the or. Abdominal compartment syndrome necessitating multiple trips to the or.

Manufacturer narrative:
Based on the reported information, it was determined that an adverse event should be reported to FDA as a stomach perforation was reported after placement of a gastrostomy tube. This was reported while using the ip-dil kit, which includes accessories for device placement. The reporter indicated that the guidewire in the kit caused the perforation to occur. No device has been returned for examination. Discussion with an internal health professional concluded that the guidewire end would not be strong enough to perforate the stomach lining, as it is extremely floppy. It is more likely that the dilator was inserted too deep into the stomach during dilation and caused the perforation to occur. Amt requested the device for return to analyze, but there has been no confirmation of the device being available for return at this time. The complaint has been logged into our system under report #: 20240112. We will update this report accordingly if additional information is received and that information changes the outcome of the documented conclusion.